Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly and no failures were observed. Linearity testing was performed and all results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their freestyle libre 2 sensor. Customer reported no trend arrows at the time of the call. Customer reported a low reading of 53 mg/dl which was lower than a lab reading of 158 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.